Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer reported a blood glucose level in the 200 (mg/dl) range but did not specify a value; however, the customer states that she is "okay". Reportedly, customer will continue to use the pump for insulin therapy.